Event description:
Patient called to report that while he was in the shower, the v-go fell off. Patient properly cleaned the application site before placing the v-go on his abdomen. He states that this is the first time that this has happened.